Event description:
Patient in labor and delivery or (operating room) for c-section. Bovie backfired on her, and she dropped the bovie, the tip landing on patient's the abdomen under the incision site and burned 2cm blister on the patient's skin. Attending operated bovie ~3cm from the hemostat tip and current was directed backward towards resident's hands. As a result of electric shock, resident dropped hot hemostat, which caused superficial burn to patient's skin.